Manufacturer narrative:
The subject device was returned the olympus repair center. The customer¿s reported defect of noise on the image / no image was not confirmed. However, the image has horizontal stripes on the image due to a defective cable. Additionally, the outer cover was damaged, and the coupler mount is damaged. The investigation is ongoing; therefore, the root cause of the reported phenomenon cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Event description:
Olympus (osh) was informed that the customer high-definition autoclavable camera head has an image defect, no image; the image was noisy with stripes and the subject could not be recognized. The reported problem was found during reprocessing. The scheduled procedure was completed using another device. No death, injury or harm was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the horizontal stripes on the screen were due to a faulty cable. The root cause of this event was unable to be identified. The event can be prevented by following the instructions for use which state: ¿do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged.¿ olympus will continue to monitor field performance for this device.